Manufacturer narrative:
Received report via user facility report (B)(4).patient data not currently available.manufacture date not known.

Event description:
The customer reported the dinamap would not charge the internal battery when plugged into the ac receptacle. The customer reports the battery overheated and expanded to the point it had to be removed due to extreme expansion.

Manufacturer narrative:
Customer reported the battery was a second source battery. The battery name is (B)(6) inc. Item #(B)(4) output 12v 2.3ah. This is not an approved ge battery. The approved battery is ge#(B)(4) and is designed for use in proseries monitors. Users are instructed in the operator's manual to only use this battery. Proseries operator's manual (B)(6) page 14: when it is necessary to replace the battery, refer to the "compatibility table and reorder codes" listed in appendix d. To ensure full charge cycles, replace only with a recommended battery. Page 95: battery, 12v lead acid (B)(4). Page 102: replacement batteries may be obtained from ge medical systems information technologies. Note: the replacement part number of the battery is (B)(4). Do not use other types.